Event description:
It was reported patient ipg was end of life due to using high energy. As such surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.